Manufacturer narrative:
The pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current test, active current test and self test. Pump received with missing reservoir tube o-ring. Pump received with partially broken retainer. Unable to perform the displacement test and p-cap / reservoir will not lock properly due to partially broken retainer. Charge/battery lasts less than expected not confirmed. No delivery alarm/occlusion during priming unknown.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose was 230 mg/dl. The customer was assisted with troubleshooting. Customer stated that the o ring broke off. Customer also stated that the reservoir lip ring was able to lock in place. The device will be returned for analysis.